Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus / migration of the device: uterus /perforation (uterus)") and device breakage ("fractured intrauterine device in the uterine fundus") in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus ((B)(6) 2013), cesarean section (2005,2008) and salpingectomy (left in 2003.). Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump ((B)(6) 2013), metrorrhagia ((B)(6) 2013) and vaginitis trichomonal ((B)(6) 2014). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues") and complication of device insertion ("she had two ectopic pregnancies, her left fallopian tube was removed and essure was placed in her right fallopian tube."). The patient was treated with surgery (davinci assisted laparoscopic salpingectomy essure removal.) Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, anxiety and complication of device insertion outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, complication of device insertion, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. Medical history of an essure in 2010 which appears to be in place by CT scan. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the right fallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrant adjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. (B)(6) 2016: a CT scan showed a essure implant in place. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record: dysmenorrhea,pelvic pain. Described device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Added events: abnormal bleeding (vaginal, menorrhagia), depression, migration of essure device location of device: uterus, dysmenorrhea (cramping), perforation (uterus) , mental anguish. Event added per mr: device breakage,she had history of two ectopic pregnancies, her left fallopian tube was removed and essure was placed in her right fallopian tube were added. Concomitant and historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus / migration of the device: uterus /perforation (uterus)") and device breakage ("fractured intrauterine device in the uterine fundus") in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus (B)(6) 2013), cesarean section (2005,2008) and salpingectomy (left in 2003.). Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump (B)(6) 2013), metrorrhagia (B)(6) 2013 and vaginitis trichomonal ((B)(6) 2014). Concomitant products included acetylsalicylic acid (ecotrin). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced anxiety ("mental anguish"). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and complication of device insertion ("she had two ectopic pregnancies, her left fallopian tube was removed and essure was placed in her right fallopian tube."). The patient was treated with surgery (davinci assisted laparoscopic salpingectomy essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, anxiety and complication of device insertion outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, complication of device insertion, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. Medical history of an essure in 2010 which appears to be in place by CT scan. Discrepancy noted. In current follow up it is reported that plaintiff did not under go essure confirmation test while in previous follow up hsg result provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the right fallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrant adjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. (B)(6) 2016: a CT scan showed a essure implant in place. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record: dysmenorrhea,pelvic pain. Described device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. No new information. Ccc updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus / migration of the device: uterus /perforation (uterus)") and device breakage ("fractured intrauterine device in the uterine fundus") in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus ((B)(6) 2013), cesarean section (2005,2008) and salpingectomy (left in 2003.). Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump ((B)(6) 2013), metrorrhagia ((B)(6) 2013) and vaginitis trichomonal (B)(6) 2014). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and complication of device insertion ("she had two ectopic pregnancies, her left fallopian tube was removed and essure was placed in her right fallopian tube."). The patient was treated with surgery (davinci assisted laparoscopic salpingectomy essure removal.) And surgery (davinci assisted laparoscopic salpingectomy essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, anxiety and complication of device insertion outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, complication of device insertion, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. Medical history of an essure in 2010 which appears to be in place by CT scan. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. On (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the right fallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. On (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrant adjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. On (B)(6) 2016: a CT scan showed a essure implant in place. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record: dysmenorrhea,pelvic pain. Described device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus / migration of the device: uterus /perforation (uterus)") and device breakage ("fractured intrauterine device in the uterine fundus") in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus ((B)(6) 2013), cesarean section ((B)(6) ,(B)(6)) and salpingectomy (left in (B)(6).). Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump ((B)(6) 2013), metrorrhagia ((B)(6) 2013) and vaginitis trichomonal ((B)(6) 2014). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6), the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues") and complication of device insertion ("she had two ectopic pregnancies, her left fallopian tube was removed and essure was placed in her right fallopian tube."). The patient was treated with surgery (davinci assisted laparoscopic salpingectomy essure removal.) And surgery (davinci assisted laparoscopic salpingectomy essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, anxiety and complication of device insertion outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, complication of device insertion, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. Medical history of an essure in (B)(6) which appears to be in place by CT scan. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. On (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. On (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the right fallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. On (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrant adjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. On (B)(6) 2016: a CT scan showed a essure implant in place. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record: dysmenorrhea,pelvic pain. Described device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus / migration of the device: uterus /perforation (uterus)') and device breakage ('fractured intrauterine device in the uterine fundus') in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus ((B)(6) 2013), cesarean section (2005,2008) and salpingectomy (left in 2003.). * (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the rightfallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrantadjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. (B)(6) -2016: a CT scan showed a essure implant in place. Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump ((B)(6) 2013), metrorrhagia ((B)(6) 2013) and vaginitis trichomonal ((B)(6) -2014). Concomitant products included acetylsalicylic acid (ecotrin), celecoxib, estradiol, hydrocodone, ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with lovenox and surgery (davinci assisted laparoscopic salpingectomy essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, depression, dysmenorrhoea and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition.medical history of an essure in 2010 which appears to be in place by CT scan. Discrepancy noted. In current follow up it is reported that plaintiff did not under go essure confirmation test while in previous follow up hsg result provided. Plaintiff received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning all the injuries reported in this case,the following one/ones were confirmeed in patient's medical record: dysmenorrhea,pelvic pain.described device breakage. Lot number: 626917 manufacturing date: 2008-04 expiration date:2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus / migration of the device: uterus /perforation (uterus)') and device breakage ('fractured intrauterine device in the uterine fundus') in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus ((B)(6) 2013), cesarean section (2005,2008) and salpingectomy (left in 2003.). On (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. On (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the rightfallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. On (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrantadjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. On (B)(6) 2016: a CT scan showed a essure implant in place. Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump ((B)(6) 2013), metrorrhagia ((B)(6) 2013) and vaginitis trichomonal ((B)(6) 2014). Concomitant products included acetylsalicylic acid (ecotrin), celecoxib, estradiol, hydrocodone, ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with lovenox and surgery (davinci assisted laparoscopic salpingectomy essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, depression, dysmenorrhoea and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition.medical history of an essure in 2010 which appears to be in place by CT scan. Discrepancy noted. In current follow up it is reported that plaintiff did not under go essure confirmation test while in previous follow up hsg result provided. Plaintiff received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning all the injuries reported in this case,the following one/ones were confirmeed in patient's medical record: dysmenorrhea,pelvic pain.described device breakage. Amendment: the report was amended for the following reason: event "complication of device insertion¿ deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus / migration of the device: uterus /perforation (uterus)') and device breakage ('fractured intrauterine device in the uterine fundus') in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus ((B)(6) 2013), cesarean section (2005,2008) and salpingectomy (left in 2003.). (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the rightfallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrantadjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. (B)(6) 2016: a CT scan showed a essure implant in place. Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump ((B)(6) 2013), metrorrhagia ((B)(6) 2013) and vaginitis trichomonal ((B)(6) 2014). Concomitant products included acetylsalicylic acid (ecotrin), celecoxib, estradiol, hydrocodone, ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and complication of device insertion ("she had two ectopic pregnancies, her left fallopian tube was removed and essure was placed in her right fallopian tube."). The patient was treated with lovenox and surgery (davinci assisted laparoscopic salpingectomy essure removal.). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, depression, dysmenorrhoea, anxiety and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, complication of device insertion, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. Medical history of an essure in 2010 which appears to be in place by CT scan. Discrepancy noted. In current follow up it is reported that plaintiff did not under go essure confirmation test while in previous follow up hsg result provided. Plaintiff received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record: dysmenorrhea,pelvic pain. Described device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus / migration of the device: uterus /perforation (uterus)') and device breakage ('fractured intrauterine device in the uterine fundus') in a 40-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, termination of pregnancy - elective, parity 3, ectopic pregnancy, right lower quadrant pain, nausea, pulmonary embolus ((B)(6) 2013), cesarean section (2005,2008) and salpingectomy (left in 2003.). * (B)(6) 2016: sonohysterogram ultrasound. Findings: right ovary: visualized, left ovary: abnormal. (B)(6) 2016: hysterosalpingo contrast sonography(hycosy). Result: right fallopian tube: the echogenic fluid was noted to enter the proximal I mid I distal portion of the rightfallopian tube and free spillage was noted into the peritoneal cavity. Left fallopian tube: the echogenic fluid was noted to enter the proximal / mid / distal portion of the left fallopian tube and free spillage was noted into the peritoneal cavity. (B)(6) 2016: CT abd and pelvis w/o contrast. Findings: there is fractured intrauterine device in the uterine fundus. The remaining component tip is just adjacent to the serosa of the right uterine fundus. There are additional radio densities, one centered within the uterus and a third within the right adnexa. It is unclear whether this represents components of the intrauterine device. The second limb of the intrauterine device is not identified on the study. There are surrounding inflammatory changes to the right uterine fundus and right adnexa. No abnormal solid or cystic masses are present in the left adnexa compatible with patient's prior left salpingo-oophorectomy. There are a few mildly enlarged mesenteric lymph nodes in the right lower quadrantadjacent to the right adnexa, likely reactive. There is no free intra-abdominal air. There is a small amount of pelvic free fluid. (B)(6) 2016: a CT scan showed a essure implant in place. Concurrent conditions included secondary infertility (female), pulmonary embolism, ovarian cyst, pregnancy with advanced maternal age, abdominal pain, adnexa uteri cyst, back pain, breast lump ((B)(6) 2013), metrorrhagia ((B)(6) 2013) and vaginitis trichomonal ((B)(6) 2014). Concomitant products included acetylsalicylic acid (ecotrin), celecoxib, estradiol, hydrocodone, ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and complication of device insertion ("she had two ectopic pregnancies, her left fallopian tube was removed and essure was placed in her right fallopian tube."). The patient was treated with lovenox and surgery (davinci assisted laparoscopic salpingectomy essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, menstrual disorder, depression, dysmenorrhoea, anxiety and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, complication of device insertion, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition.medical history of an essure in 2010 which appears to be in place by CT scan. Discrepancy noted. In current follow up it is reported that plaintiff did not under go essure confirmation test while in previous follow up hsg result provided. Plaintiff received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning all the injuries reported in this case,the following one/ones were confirmeed in patient's medical record: dysmenorrhea,pelvic pain.described device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus / migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (to remove essure device on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.